Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Event summary as reported, upon completion of an angiogram of the left lower extremity, a flexor raabe guiding sheath unraveled upon removal of the device. Access was obtained in the right femoral artery to target the left iliac artery. The anatomy was tortuous, scarred, and calcified, and resistance was encountered on both insertion and removal of the device. The dilator was not reinserted prior to removal of the device and was not in place at the time the sheath unraveled. The patient developed a hematoma, which was reportedly removed with forceps. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation a document-based investigation was performed including a review of complaint history, drawing, manufacturing instructions, instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and found that this customer has received five separate lots in the past three years. A database search for complaints on these lots found no additional complaints reported from the field. Cook concluded that no nonconforming product from these lots exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings:: ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider reinserting the dilator prior to continuing removal.¿ instructions for use: ¿sheath removal: 2. Remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ how supplied:: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a clinical assessment was completed and concluded the following: with current information, the cause for this event can most likely be traced to patient anatomy/condition and user issues. The anatomy was reportedly tortuous, calcified, and scarred. A contralateral approach was used, and resistance was encountered upon insertion and removal of the sheath. Despite meeting resistance, the dilator was not reinserted into the sheath prior to removal, as suggested in the IFU. Cook has concluded that patient¿s anatomy/condition contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, upon completion of an angiogram of the left lower extremity, a flexor raabe guiding sheath unraveled upon removal of the device. Access was obtained in the right femoral artery to target the left iliac artery. The anatomy was tortuous, scarred, and calcified, and resistance was encountered on both insertion and removal of the device. The dilator was not reinserted prior to removal of the device and was not in place at the time the sheath unraveled. The patient developed a hematoma, which was reportedly removed with forceps. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.